Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, health care provider (hcp), and manufacturer representative reported that the patient had been feeling really nauseated and very sick. Their nausea had gotten worse the last couple of weeks, starting in (B)(6) 2016. The patient had an intermittent or erratic change in therapy due to a sudden change. The patient had an acute return of symptoms and nausea. They were concerned because that was what happened when their battery died last time. The patient did not know if the battery needed to be replaced, but they were worried because they were getting close to how long her last one lasted and they did not want to end up in the hospital. The healthcare provider later called and wanted to check if the implant was still functional. The consumer further reported that the patient had an exam on (B)(6) 2016 and rechecked the battery. On (B)(6) 2016, there was an evaluation by a gastrointestinal doctor and increased settings. It was noted that nothing led to the nausea getting worse and feeling sick. The patient thought the battery was dead with the increase in symptoms. Steps taken to resolve the issues included an exam, recheck exam, battery evaluation, referral to a gastroenterologist, increase settings on the stimulator, increase in frequency of nausea medications and added an appetite stimulant. The patient had reprogramming done in (B)(6) 2016 and it was increased using 7.5ma and voltage was increased to 3.8v at that visit. The patient was not aware of any other programming changes that were made at that visit. The nausea and feeling sick had slowly started to improve and a week after reprogramming, the patient¿s severe nausea decreased and they felt like therapy was back to how it usually was. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.